Event description:
The user reported that upon removing the device from the right shoulder the tip was noted to be missing. Approximately 1-1.5 cm in length. An x-ray proved inconclusive for any metallic debris, although there was a suggestion of metallic shadow in the region of the anterior mid-glenoid neck. The surgeon elected to leave the small piece of metal in the shoulder to avoid damage to the shoulder.